Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons of insulin pump was less responsive, harder to press and sometimes had to press buttons twice. The customer¿s blood glucose unknown. Customer also stated that batteries only last 3 days, insulin pump had rejected new battery and had lost settings in the insulin pump after a battery change. The device will not be returned for analysis.